Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown intrathecal medication via an implanted pump for an unknown indication for use. It was reported that the clinician's communicator required new batteries, which were changed twice. Both times, the communicator failed to connect with the tablet. The caller confirmed the use of regular, brand-new alkaline batteries (not extra strength or max). Initially, the battery light was green when turned on, but a flashing orange light appeared as it attempted to connect to the tablet. It was noted that there were connection issues the previous day (2024-10-24) as well. The caller had the cable to connect the communicator to the tablet, but the tablet plug was not usb-c, rendering it incompatible. Tss transferred the issue to hcit to explore alternative connection methods or to order an adapter if necessary. Additional information received on the same day indicated that the pump was refilled with 20 ml after removing 7-8 ml of residual on 2024-10-24. However, they were unable to update the pump. The agent confirmed that the pump would continue to deliver medication based on the previous programming and reviewed alarm considerations if the pump calculated it had reached low reservoir status. The patient was scheduled to return to update the pump. Additional information was received from a healthcare provider (hcp) on 2024-11-06 and it was reported the patient did not experience any symptoms related to the event. The cause of the pairing issue was the tablet was unable to connect with the communicator. It was noted the expected reservoir volume at refill on 2024-10-24 was 20 mls. Actions/interventions included the technical support team was able to troubleshoot and reset the communicator. The pump was updated and the event resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.